Manufacturer narrative:
Device evaluation: one bci device was received in good condition for investigation. The monitor was powered up and 10% gas was applied and a straight line was observed. Next, the twisted rear sample line was replaced, so the readings could roll across the screen correctly. Based on the investigation, the complaint was confirmed. It was noted that the problem was caused by the user twisting the sample line when plugging it in. The sample line does not need to be twisted when inserted, only slightly pushed. The operation manual (chapter 2) instructs the user on how to properly connect the rear sample line to the filter and the monitor by stating the following: "connect the female end into the male luer on the tubing. Push in and twist the filter until it is firmly seated. Connect the male end to the port on the monitor. Perform a leak test according to the monitor's instructions."

Event description:
Information was received that a smiths medical bci capnocheck sleep oximeter had a line through the screen. No adverse effects were reported.